Event description:
Boston scientific received information that during scheduled device replacement procedure, this right atrial (ra) lead became stuck in a a retractor the physician was using to stop bleeding. A conductor break could be visualized through the insulation. The lead exhibited no capture, no sensing and out of range impedance measurements. The lead was surgically abandoned and a new ra lead implanted without issue. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.